Manufacturer narrative:
Concomitant: product ID 8731, lot# b005111n01, implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implantable pump. The indication for use was stroke and intractable spasticity. The pump logs indicated that a pump motor stall and recovery occurred on (B)(6). Additional information was received on (B)(6) 2015 and it was reported that the nurse who managed the patient's pump did not know if the patient had an MRI on the day of stall. Per the reporter, no further information would be able to be obtained for this event.